Event description:
It was reported that the subject device had a black image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, h2, h6, h11 corrected fields: h11(tac verbiage) the customer contacted olympus technical assistance support (tac) via phone. To troubleshoot this issue, the customer was instructed to reseat the light source cable and to clean the contact pins on the scope and blow a bit of air on the connector or to plug the scope back in and turn the tower back on. The image came back successfully. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection, and the reported failure thus could not be confirmed. A specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.